Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: the subject device was received. The investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: a product investigation was completed: we received both devices in the original plastic package. The package is pierced and therefore defective. There are no wear and tear signs on the products. The manufacturing review shows that the production procedure was according to the specifications and there were no issues that would contribute to this complaint condition. Based on the received information we are not able to determine the exact cause of this complaint because no detailed information about the event is available. It is likely that the needles were subjected to a non-adequate storage during the transport in combination to any heavy impact with an unknown object, which has finally caused the perforation. No product fault could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Synthes (B)(4) reports an event in (B)(6) as follows: during surgery on (B)(6) 2015, it was discovered that two trauma needle kits had pierced packaging, compromising the sterility of the products. Both kits were from the same lot and the surgery was prolonged approximately 30 minutes due to the complained event. Patient was not reportedly harmed. This report is 1 of 2 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient identifier was not provided by reporter. Device is an instrument and is not implanted/explanted. Device is not distributed in the united states, but is similar to device marketed in the USA. (B)(6). A device history record review was performed for the subject device lot. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.